Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that there was a bolus missing in the customer's blous history, the insulin pump never gave the customer any alerts, and the customer had high blood glucose symptoms later. He further stated that he saw the numbers climbing after he pressed act, indicating that bolus was delivering. Customer stated his blood glucose was 163 mg/dl when this occurred on the date of the report, but was not known for when the issue first occurred. He was advised to revert to a back-up plan. Nothing further reported.